Event description:
It was reported that a patient presented remotely with a diagnostic issue and under-sensing resulting in pseudo pseudo fusion noted on the patient's implantable cardioverter defibrillator. No further intervention was reported. The patient was stable throughout.